Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a failed drawer that was unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed and was unable to recover. A field service engineer (fse) identified a storage space error on the device and performed troubleshooting steps. The fse reseated the row board and the communication bus cable, which resolved the issue and restored normal functionality. The system functioned as intended after the field service engineer repaired the device.